Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer had a bad sensor connected to his insulin pump. The patient's blood glucose was at 52 mg/dl but he was treated with grape juice. The customer complained of skin irritation and discomfort with the device. The customer was helped with trouble shooting and found that the cannula may be bent which may have led to the bad sensor alarm. The customer was informed that the sensor needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. No needle complaint could be confirmed because no needle was returned. The cannula was found bent. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used. The skin irritation could not be reproduced or testing in the lab.